Manufacturer narrative:
The investigation is currently on-going. A supplemental report will be submitted upon completion of the investigation and availability of conclusions. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged the generation of positive results on a cobas liat for all 3 targets - sars-cov-2 and influenza a and influenza b. Customer repeated the same sample collection on another cobas liat and received negative results for all 3 targets. Only the negative results were reported to the physician and patient. The sample was collected with a nasal swab using scfa - cobas® sars-cov-2 & influenza a/b. There is no indication of harm or injury. An investigation is currently ongoing. A separate MDR (2 total) will be filed for each patient.

Manufacturer narrative:
An investigation was performed on the reagent kit lots 00914y and 00914x and no product problem was identified. During the course of investigation, a third sample was alleged generating a positive result for flu a, flu b and sars-cov-2 using reagent lot 00914x on the cobas liat analyzer sn (B)(4). The repeat run performed on another analyzer sn (B)(4)generated all negative results. A new MDR will be filed for this 3rd sample alleged. Relevant test/laboratory data was updated to include the 3rd sample. Single use device and labeled for single use were updated to yes. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).